Event description:
Customer reported the system is displaying a generator error and beeping. Also reported to fse that the vertical lift column is not lowering. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the batteries and the vertical lift power supply. System operates as intended.